Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was contamination on bottom case. The event history log (ehl) had a positive supply back ground test. The technician performed a keypad test and power up process. The root cause of the reported issue was found to be several keypad keys were not working due to contamination on the main board caused by the customer. The technician replaced main board and keypad. The device was calibrated and performed all functional tests.

Event description:
It was reported that the faceplate was bad and the board not turning on because of the keys. No patient injury was reported.